Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. Impact damage on the insertion fork caused bent damage on the prongs, this is why the cannula cap fell off from cannula tabs.

Event description:
It was reported that the patient underwent inguinal hernia resection on (B)(6) 2015 and absorbable straps were used to secure the mesh. During the procedure, the surgeon fired a few straps and heard a funny noise. The white tip at end of the device broke off and fell off. The device could not fire again. The white tip that broke off was retrieved and removed. The procedure was completed with a like device. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.